Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, a stapler misfired. The staple did not look like a b shape. The clinical sales representative (csr) was unsure if the surgeon fired across a staple line. Use of the instrument was discontinued, and it was replaced to the backup. The tse found no stapler related events. The csr would speak with the surgeon and staff to have the stapler returned. The customer continued with the case. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.